Event description:
It was reported that the user underwent revision a few days after implantation due to csf leakage to close the sealing. A hematoma was present as well. During the revision surgery, the electrode array was found outside the cochlea. Reimplantation with a form electrode is being considered due to possible damage to the active electrode.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to csf leakage in the post-operative period. Reportedly during the revision surgery the electrode was found extra-cochlear due to a migration of the active electrode. After the revision surgery in situ measurements show nine channels with hi status likely due to a damage, which occurred during revision surgery. Re-implantation is planned but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to csf leakage in the post-operative period. Reportedly during the revision surgery the electrode was found extra-cochlear due to a migration of the active electrode. After the revision surgery in situ measurements show nine channels with hi status. Device investigation revealed fatigue wire breakages in the active electrode, which goes in line with the received in situ measurements. This is a final report.

Event description:
It was reported that the user underwent revision a few days after implantation due to csf leakage to close the sealing. A hematoma was present as well. During the revision surgery, the electrode array was found outside the cochlea. The user was reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user underwent revision a few days after implantation due to csf leakage to close the sealing. A hematoma was present as well. During the revision surgery, the electrode array was found outside the cochlea.